Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date the patient experienced low blood glucose (bg) of 3.2mmol/l with cognitive impairment. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Troubleshooting could not be completed at the time of the initial complaint. No further details were provided. Customer technical support has made attempts to contact the reporter for additional information and troubleshooting. If additional information is received, a supplemental report will be filed. This complaint is being reported based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy and the pump could not be ruled out as a cause or contributor in the alleged incident.